Event description:
It was reported that during a lobectomy procedure, the green reload could not be loaded into the device for the fourth firing. After that, cartridges were going to be loaded into the instrument, but all could not be loaded. The doctor commented as follows; he felt difficulty in the previous firings. No clips were used around the target tissue. The tissue may have been partially hard. A competitor's device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Yoke. The analysis results found that the ez45b device was received with the clamping mechanism damaged and with four zr45g cartridges present. The reloads were received unfired and in good visual condition. The reloads were loaded on the device without difficulties. The device was disassembled to verify the condition of the internal components and the yoke teeth were found damaged. No functional test was performed due to the condition of the device. However, the four reloads were tested in a test device and the reloads fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The cartridges were loaded into the returned device and test device as intended and did not fall out during functional testing. Although no conclusion could be reached as to how the yoke became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.